Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a safe report where magnesium sulfate (4gm/100ml) was infused over 1 hour even though the pump was set up to infuse for 4 hours resulting in an over-infusion. The customer made an inquiry about how to distinguish what ID is assigned to a medication in the pump library. There is also mention of a tubing disconnection: details unknown.